Event description:
Integra rep reported on behalf of the use facility that a skull clamp was involved in an incident in which the clamp slipped. Additional info has been requested, however to date no further info has been provided.